Event description:
Reporter alleged the blood glucose meter generated a result outside the reading range of the meter. Customer stated glucose measured 679 mg/dl, on the advantage system (meter and strip lot 549432 with expiration date 01-31-2008). Patient did not provide the location where the result was obtained. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect product is the advantage meter.